Event description:
New information notes that a dft will be performed first and then possible lead revision. Patient once more experienced high hv impedances. The lead remains implanted and it¿s been monitored. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range high voltage lead impedance was observed via merlin.net. Daily fluctuations in impedance indicated lead issue. Replacing the lead was recommended. Further information indicated that the patient has not yet been scheduled to return to the clinic for evaluation. The patient is stable.